Event description:
Boston scientific received information that the right ventricular (rv) lead came apart during extraction of the device. The lead was capped and was replaced. This lead was no longer in service. No adverse patient effects were reported. Additional information indicates the right ventricular (rv) lead was accidentally pulled apart at pin connection when the physician removed the rate sense portion the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.